Event description:
Based upon internal review on (B)(6) 2014, the case was upgraded from non-serious to a serious device case, as the event linking for the event 'burns on his shoulder and back area' was changed from 'application site burning' to 'application site burn' and the event was assessed as serious ( medically significant). Initial information regarding this unsolicited device case from united states was received from a consumer on (B)(6) 2014: this case involves a male patient of unspecified age, who experienced burns on his shoulder and back area (application site burn), after an unspecified timeframe of starting smart relief tens therapy (icy hot smart relief tens therapy). No past drugs, relevant medical history or concurrent conditions and concomitant medications were reported. On an unk date, the pt commenced treatment with smart relief tens therapy (lot number: 14f212; expiry date: 04-jun-2016) for an indication not reported. The electrode pad serial number: (B)(4), lot/batch number: 14010301 and expiry date: jul-2016. However, after an unspecified timeframe of starting smart relief tens therapy the patient experienced burns on his shoulder and back area (application site burn) it was reported that the patient already went to the doctor and he/she told him that there was nothing he could do to help the burns and he would have burns for the rest of his life. Reportedly, the tens device had caused burns on his shoulder. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown.

Manufacturer narrative:
The qa review findings: according to the consumer "the tens caused burns on his shoulder and back". The device has not been returned for investigation; therefore, it is not clear the condition of the unit. The package insert clearly states several warnings and precautions when using the device. Attempts will be made to contact the consumer and retrieve the device for further investigation. There is no information in the case regarding the complainants use and experience with the device as well as the condition of complainant's skin. Electrodes should only be placed over normal, intact, clean healthy skin. The adhesive characteristics of the electrode pad may affect the safety and effectiveness of electrical stimulation. The consumer must clean or replace the electrode pad as directed. Application of the device to the shoulder is not mentioned in the labeling, the electrode is designed for placement vertically on the lower back. Lack of or lower sensation at the site of application may require greater stimulation intensity which may increase the potential for skin irritation. In addition, skin that is not clean may affect the adhesion of the electrode such that the electrode is not in full contact with the skin. This can increase current density at the site of contact. To summarize, the device in itself should not be considered causative. The condition of the application site, use of the device with a pre-existing skin condition, or user error in which the consumer used an electrode pad beyond its life span may also be considered causes. At the time of reporting, the device was not returned for a thorough investigation. Seriousness criteria: medically significant. Upon internal review on (B)(4) 2014, the case was upgraded from non-serious to a serious device case, as the event linking for the event 'burns on his shoulder and back area' was changed from 'application site burning' to 'application site burn' and the event was assessed as serious (medically significant). Additional information was received from the quality department on (B)(4) 2014: the qa review findings were updated and it was reported that at the time of reporting, the device was not returned for a thorough investigation. Text updated accordingly. Pharmacovigilance comment: sanofi company comment on dated (B)(4) 2014: considering the follow up information, the company assesment did not change. Sanofi comment dated (B)(4) 2014:this case concerns a male patient who experienced application site burn after applying the device smart relief tens therapy, however the casual role of the suspect device smart relief tens cannot be determined for the event, the lack of information regarding the condition of the skin at the contact area prior to applying the device may preclude the comprehensive assessment of the case,furthermore the device misuse by the patient by using the device on his shoulder cannot be underestimated either.